Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated the battery impedance value was beyond the expected upper range. It was noted that eri (elective replacement indicator) due to high battery impedance was recorded on (B)(6) 2015, prior to explant. Ramware version 8 was installed on (B)(6) 2011. And there was high battery impedance leading to eri. (B)(4).

Event description:
It was reported that the device was unable to send a transmission because the device was at eol (end of life). It was noted that the device went to eri (elective replacement indicator) due to battery impedance in (B)(6) 2015 and now in (B)(6) 2016 the device is at eol with battery voltage of 2.81 volts. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.